Event description:
The customer reported that the sys was stuck in subtraction mode. This event occurred inside a procedure. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. A pin on the lemo connector cable was repaired. The sys was tested and found to be working as intended and put back into svc.